Event description:
It was reported when using the bd vacutainer® 9nc buffered trisodium citrate blood collection tubes experienced stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "tube`s cap is loose and leads to leak of the blood from the tube."

Manufacturer narrative:
Investigation summary: no samples and 1 photo was returned by the customer in support of this complaint. The photo shows a tube that has tape around the top which appears to have a cocked shield/stopper assembly but does not show a loose cap. Additionally, 10 retention samples from the bd inventory were functionally tested and all tubes were within specification limits with no loose stoppers being observed. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the photo does not show a loose cap and the retention samples did not exhibit loose caps. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc buffered trisodium citrate blood collection tubes experienced stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "tube`s cap is loose and leads to leak of the blood from the tube."